Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. He had a recurrent hernia repair on (B)(6) 2015 and the mesh was removed and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. It was reported that the patient continues to experience pain, nausea, multiple lipomas, inadequate incorporation and ingrowth, and recurrence of hernia. No additional information was provided.